Event description:
It was reported that the ilet temporarily lost communication with the dexcom g7 continuous glucose monitor (cgm) sensor, after which the connection automatically reestablished before troubleshooting could begin. No adverse clinical symptoms reported. Outcomes included no impact on clinical status and no need for medical care. User support included review of the reported communication interruption and user-reported resolution. Investigation of this case revealed a transient cgm-to-ilet signal loss consistent with intermittent wireless connectivity disruption, with device function restored without intervention. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication interruption.

Manufacturer narrative:
Initial.